Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent was implanted after a ureteroscopic lithotripsy performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the stent was noted to be encrusted with stones. The patient underwent extracorporeal shock wave lithotripsy in order to break down the encrustation and the stent was removed during cystoscopy using forceps. Reportedly, the patient was pregnant at the time the stent was implanted. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual analysis of the returned contour vl¿ ureteral stent revealed that the shaft and both pigtail sections have calcified. The evaluation concluded that the most probable root cause for this event is related to anatomical and procedural factors that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is considered operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent was implanted after a ureteroscopic lithotripsy performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the stent was noted to be encrusted with stones. The patient underwent extracorporeal shock wave lithotripsy in order to break down the encrustation and the stent was removed during cystoscopy using forceps. Reportedly, the patient was pregnant at the time the stent was implanted. The patient's condition at the conclusion of the procedure was reported to be stable.